Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had less than six months remaining battery longevity since a year and two months ago. However, recent magnet rate was a hundred beats per minute. Boston scientific technical services (ts) discussed options for monitoring. To date, this device remains in service. No adverse patient effects were reported.